Manufacturer narrative:
(B)(4). Date of event - unknown, assumed 1st day of month ((B)(6) 2013) that complaint was reported the device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during an unknown procedure, the white piece came out on the grasper. It is unknown how the case was completed. There were no patient consequences reported. One device returning.